Event description:
Site indicated loosening-tibial. Probably not device related. Moderate severity. Surgical site treatment; revision/component removal.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.